Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 2 failed to open on station m5 medsurge and unable to recover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer main 2 failed and need maintenance. A field service engineer (fse) replaced the shared screw on the latch assembly, replaced the inseparable, and removed debris and medications from under the pockets and the back of the station. The unit was tested and successfully recovered. The system functioned as intended after the field service engineer repaired the device.